Manufacturer narrative:
(B)(4) date sent: 9/21/2016. Batch # (B)(4). Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, was the red, staple retaining cap cracked? Or, was the housing of the cartridge cracked? The analysis results found that one trt55 reload was returned in good visual condition, with 2 staples missing from the pockets, and the swing tab was in the locked position. Event described is confirmed however since no staple retainer was returned no conclusion could be reach as to how the reported event occurred. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the nurse found that the plastic cover was cracked on the trt55 reload. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.